Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights. As it was stated, the rust occurred on the screws. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as corrosion was detected on devices screws and it contributed to the event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report can not be performed. In case of new relevant information, the case will be reconsidered. Despite our best efforts, the defective parts have not been returned therefore no inspection could be performed at the manufacturer site. During the annual service the wearing parts must be replaced (eg. Brake screw : every year). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights. As it was stated, the rust occurred on the screws. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to contamination.